Event description:
It has been reported to philips that the x-rays were unable to be used. The issue was found during clinical use. The patient was moved to a different room. No harm has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that x-rays were unable to be used. Upon some functional test fse found that there were ippc intermittent issues because of which x-ray were unavailable. The fse replaced hdd (hard disk drive). After replacement of the hard disk drive, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Health impact code and device problem code were corrected.